Manufacturer narrative:
(B)(6). Device manufactured between: may 17, 2018 to may 18,2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was noted that there was a leak at the spike port cap of the spike port. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the infusion port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.